Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model #: sc-4318 lot #: 18442544 description: clik x anchor the explanted devices were not returned to bsn.

Event description:
A report was received that the patient had numbness in the feet after the revision procedure (MFR report #: 3006630150-2018-01029). The physician was worried the stimulator was causing it. The patient underwent an explant procedure. No device malfunction was suspected and the patient was recovering well.